Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a change in therapeutic effect and now had a burning sensation and nausea. The pt also complained about being able to taste the medication. The issues began following a refill. The pt was in the emergency room at the time the event was reported. The drug used in the pt's pump not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.